Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ y-site connector (c80) experienced leakage. The following information was provided by the initial reporter: "we had leakage inside the white adapter piece of the c80."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-jul-2022. H6: investigation summary two unused samples and two photos were provided to our quality team for investigation. Through visual inspection of the photos, fluid is observed around the membrane, verifying the reported issue. Upon evaluation of the returned products, no damage or defects were observed on the devices and the membrane was verified to be properly welded on to the connector. Functional testing was performed, penetrating the membrane ten times and observing the product for any leakage. In all cases, the product functioned as intended and no leaks occurred. A device history review was performed for the reported lot 2108205, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage and pressure testing for all lots to ensure the quality of the membrane. No issues related to the reported event were found during manufacturing. Based on the quality team's investigation, and given the returned samples and device records did not identify any issues related to this incident, a root cause related to the manufacturing process cannot be identified at this time. H3 other text : see h10.

Event description:
It was reported that the bd phaseal¿ y-site connector (c80) experienced leakage. The following information was provided by the initial reporter: "we had leakage inside the white adapter piece of the c80."